Event description:
Per information provided by the patient's attorney: (B)(6) 2010 - patient was diagnosed with left direct inguinal hernia thereby underwent open repair with the implant of perfix light plug (device #1). Per operative notes, ¿the hernia sac was dissected off. A perfix light plug (device #1) was placed at the level of pubic tubercle and secured by tackers.¿ (B)(6) 2013 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of two perfix light plug (device #2 and device #3). Per operative notes, ¿previously placed perfix light plug (device #1) was identified. There was a small defect at the pubic tubercle then a perfix light plug (device #3) was placed as an onlay mesh using sutures. A perfix light plug (device #2) was placed through the internal inguinal ring and secured by staples.¿ (B)(6) 2014 - patient was diagnosed with recurrent left direct inguinal hernia thereby underwent laparoscopic repair with the removal of two perfix light plug (device #1) and (device #3) and implant of synthetic mesh. Per operative notes, ¿a large left direct inguinal hernia was identified. A perfix light plugs (device #1) and (device #3) were protruding and wadded up in a ball were removed. A synthetic mesh was placed over the defect using tackers.¿ (there was no visualization/mention of perfix light plug (device #2)). (B)(6) 2015 - patient was diagnosed with recurrent left inguinal hernia thereby underwent repair with the implant of perfix plug (device #4) and synthetic mesh. (Note: no operative notes and no visualization/mention of perfix light plug (device #2) were provided.) Attorney alleges that the patient had adhesions, mesh migration, nerve damage, pain, hernia recurrence, vas deferens resection and emotional injuries.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 7 months post implant of perfix plug light, patient was diagnosed with hernia recurrence, fibrosis, inflammation, extrusion and material deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and inflammation as possible complications. Addendum: h11: this supplemental emdr is submitted to update manufacturing date and to correct the outcomes attributed to adv ev and date of explant. Note, the manufacturing date (15-feb-2013) is considered to be a best estimate. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: b4, g3, g6, h2, h4, h6, h10, h11. Corrected fields: b2 (outcomes attributed to adv ev), d.6b (date of explant). This supplemental emdr represents the perfix plug light (device #3). An additional supplemental emdrs were submitted to represent the perfix plug light (device #1, #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
Based on the information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of perfix plug light, patient was diagnosed with hernia recurrence, fibrosis and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and inflammation as possible complications. This emdr represents the perfix plug light (device #3). Additional supplemental emdr's were submitted to represent the perfix plug light (device #1) and perfix plug light (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: (B)(6) 2010 - patient was diagnosed with left direct inguinal hernia thereby underwent open repair with the implant of perfix light plug (device #1). Per operative notes, ¿the hernia sac was dissected off. A perfix light plug (device #1) was placed at the level of pubic tubercle and secured by tackers.¿ (B)(6) 2013 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of two perfix light plug (device #2 and device #3). Per operative notes, ¿previously placed perfix light plug (device #1) was identified. There was a small defect at the pubic tubercle then a perfix light plug (device #3) was placed as an onlay mesh using sutures. A perfix light plug (device #2) was placed through the internal inguinal ring and secured by staples.¿ (B)(6) 2014 - patient was diagnosed with recurrent left direct inguinal hernia thereby underwent laparoscopic repair with the removal of two perfix light plug (device #1) and (device #3) and implant of synthetic mesh. Per operative notes, ¿a large left direct inguinal hernia was identified. A perfix light plugs (device #1) and (device #3) were protruding and wadded up in a ball were removed. A synthetic mesh was placed over the defect using tackers.¿ (there was no visualization/mention of perfix light plug (device #2)) (B)(6) 2015 - patient was diagnosed with recurrent left inguinal hernia thereby underwent repair with the implant of perfix plug (device #4) and synthetic mesh. (Note: no operative notes and no visualization/mention of perfix light plug (device #2) were provided.) Attorney alleges that the patient had adhesions, mesh migration, nerve damage, pain, hernia recurrence, vas deferens resection and emotional injuries.